Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the grip cable at the distal idlers was broken and the cable crimp was missing. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. It was concluded that the damage found to the main tube was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The damages to the instrument found during failure analysis investigation do not constitute a reportable event; however, the broken grip cable, missing crimp and main tube damages could likely cause or contribute to an adverse event, if the malfunctions were to recur. Several attempts have been made to gather additional information from the hospital; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received.

Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received the fenestrated bipolar instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.